Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that at the implant attempt the lead was not sensing. The lead was not implanted. No patient complications have been reported as a result of this event.